Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn off was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.

Manufacturer narrative:
(B)(4): the meter was found to have a pcb board contamination at connector j7. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.